Event description:
It was reported that patient presented for routine generator change. During the procedure, the physician was unable to remove the right ventricular lead from the header as he was unable to engage the setscrew using the hex wrench. The patient was referred to a different facility on (B)(6) 2024 and the lead was successfully removed using an l-wrench. The device was then explanted and replaced. The patient was stable.